Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump alarmed twice for no cartridge detected, load pump even though cartridge was loaded onto the pushrod. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The push rod detected cartridge and loaded it properly. This process was performed a couple of times and the device was functioning properly. The customer stated could not be duplicated and was not confirmed. Problem source could not be identified.